Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Fse replaced the patient side cart (psc) cardcage. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found that would be related to the reported failure. In artemis, the error 31221 was found. The cardcage was installed and tested into a golden printed circuit assembly (pca) system where the component functioned as expected. The system started up with error 31221, patient-side power distribution board (ppd) voltage 48v on channel 25 and 29 were showing 0v. The universal power distributor (upd) failed. Then, aba testing with upd text fixture was performed, system started up without any error. Also, ran 50x power cycles with this part, all passed. All the gantry motors were moved the full range of motion without any issue.

Event description:
It was reported that prior to the start of a da vinci-assisted myomectomy  surgical procedure, customer had 31030 errors at power up. Customer did a power cycle and an emergency power off (epo) on the entire da vinci system and was able to power down. Then, customer powered the system back on and now 31221 errors were displayed. Customer stated there was no apparent damage to the patient side cart (psc) boom or cart. The procedure was aborted without patient involvement.